Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving intrathecal analgesics via an implantable pump for an unknown indication for use. It was reported that a device alert/alarm occurred on (B)(6) 2006, indicating that an empty reservoir alarm had occurred. The patient had poor compliance with follow-up visits and pump fills. Intrathecal analgesics were discontinued (therapy suspended) and the drug was changed to normal saline on the same date. The device diagnosis was empty reservoir alarm. There were no reported symptoms. No further complications were expected.